Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the pt reported they were having problems with their implant (ins), the pt was not getting relief. Pt said they had moved and they need a representative (rep) to meet them at their doctors office to reprogram their therapy. When agent asked for the event date, the pt said about 6 months after it was implanted. Pt said they had contacted their healthcare provider (hcp) to schedule an appointment today but the rep would not show-up. The pt was redirected to their hcp to further address the issue. Pt called back and repeated previously documented information. Pt rep took the call and said that the pt was having bad shocks and burning sensation, and they requested for a rep to check their settings. Caller said they already called the doctor and made an appointment, but the rep would not show up. Agent sent another email to the field team.